Event description:
The field engineer reported that while replacing the dvd on the system, the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The following components were reseated: the general purpose operating system, image processor and display adapter. The system was then found to be operating as intended.